Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient had bladder cancer twenty years ago and had a continent urostomy and abdominal stoma so insert a catheter to void. Patient used the magic 3 catheter because of its shape and ease of insertion. Other catheters had a blunt tip and were harder to control, and frequently caused bleeding. Stated that the hydrophilic catheter was unacceptable because it was slippery in their hand and unable to control the insertion. No medical intervention was reported.

Manufacturer narrative:
The reported event is inconclusive as the representative evaluated sample meets specification and the condition of the original used sample is unknown. Visual evaluation noted received 1 magic 3 go intermittent catheter in original closed packaging. No burrs nicks flash or bumps present on device. Therefore, product meets specification. Although an exact root cause could not be determined a potential root cause could be viscometer failure. A review of the DHR did not show any problems or conditions that would have contributed to the reported event. Based on the results of this investigation, no additional actions are required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "indications for use, the magic 3 go® intermittent urinary catheter is intended for urological use only. It is intended for use by adult and pediatric patients of all ages for bladder management including urine drainage, collection, and measurement. The device is passed to the urinary bladder via the urethra. Contraindications. None known. Warnings. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Precautions. Inspect the catheter before use. Do not use the product if the device or packaging is damaged. Self-catheterization should follow the plan of care and advice given by your healthcare practitioner and be carried out only in accordance with the instructions for use provided. Please consult your healthcare practitioner if any conditions occur which create concern and/or difficulty during catheterization. Adverse reactions. Urinary tract infection. Bleeding from the urethra. Irritation of the urethra. Review the self-catheterization procedure with a healthcare professional. 1. Always wash hands prior to use. 2. Open the catheter package by peeling the tab upwards with the aid of the finger hole. 3. If desired, hang the package with the adhesive surface on the inner side of the tab to a nearby dry vertical surface while preparing to catheterize. 4. Positioned comfortably with thighs spread apart, clean the opening to the urethra ¿ and the surrounding area. Wipe from front to back to avoid fecal contamination. Wash your hands again. 5. Remove the catheter with the aid of the insertion handle and advance the catheter tip into the urethra. Slowly and gently insert the catheter into the urethra until urine begins to flow approximately 1-1.5" or 2.5-3.8 cm). 6. When urine stops flowing, begin to withdraw the catheter. It is recommended to slowly rotate the catheter during withdrawal, stopping each time urine begins to flow. Check the color, odor and clarity of the urine. Any changes may need to be reported to a health care professional. Disposal 7. Place the catheter back into the package and dispose in accordance with accepted medical practice and applicable local, state and federal laws and regulations. Do not flush down the toilet. 8.wash hands. " h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the patient had bladder cancer twenty years ago and had a continent urostomy and abdominal stoma, so insert a catheter to void. The patient used the magic 3 catheter because of its shape and ease of insertion. Other catheters had a blunt tip and were harder to control, and frequently caused bleeding. It was stated that the hydrophilic catheter was unacceptable because it was slippery in their hand and unable to control the insertion. Per additional information received via sample form on (B)(6) 2022, stated that the customer had concerned the replacement of the magic 3, customer had used the intermittent catheter since bladder cancer surgery in 2000, and they had continent urostomy and void by inserting the catheter into an abdominal stoma. The customer used a standard lubricant like surgilube on the first inch of the catheter. It was stated that they had found that the magic3 go to be unsatisfactory as they were slippery in hand. No medical intervention reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had bladder cancer twenty years ago and had a continent urostomy and abdominal stoma, so insert a catheter to void. The patient used the magic 3 catheter because of its shape and ease of insertion. Other catheters had a blunt tip and were harder to control, and frequently caused bleeding. It was stated that the hydrophilic catheter was unacceptable because it was slippery in their hand and unable to control the insertion. Per additional information received via sample form on 12jul2022, stated that the customer had concerned the replacement of the magic 3, customer had used the intermittent catheter since bladder cancer surgery in 2000, and they had continent urostomy and void by inserting the catheter into an abdominal stoma. The customer used a standard lubricant like surgilube on the first inch of the catheter. It was stated that they had found that the magic3 go to be unsatisfactory as they were slippery in hand. No medical intervention reported.